Event description:
It was reported that the vns patient was experiencing an increase in seizures and pain. X-rays were taken and were reported by the physician to be unremarkable. The patient stated that she was unable to perceive stimulation on-times from her device and was referred for surgery. No known surgical interventions have occurred to date. At the surgical consult, the patient stated that her increased seizures and pain had resolved. No further information regarding the event has been received to date.

Event description:
Follow-up revealed that surgery is no longer being pursued as the vns patient was no longer having any issues and did not think there was anything wrong with her device.